Event description:
The customer contact reported air distal to the air eliminating filter. The homecare patient was to receive tpn with lipids via PICC line. The patient's daughter primed the tubing set using the pump and connected the tubing set to the patient's PICC line. After an unspecified length of time, air was noted distal to the air eliminating filter. The tubing set was disconnected and therapy resumed using a replacement tubing set. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.